Event description:
Info received indicates that pump set for 30 mls in 30 minutes, but when the test finished, it delivered 26.7 ml under.

Manufacturer narrative:
Investigation is in process. A f/u will be submitted when the investigation is completed.